Manufacturer narrative:
Brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when assembled, the hub of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter seemed to be loose. As a result, a leakage in the device was observed. The patient reportedly did not experience any adverse events, and no additional procedures were reportedly required as a result of this product issue. The circumstances surrounding the usage and handling of the device leading up to the leak were not reported. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
Additional information- brand name: ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter; device evaluated by MFR. Investigation summary: a review of the documentation, drawings, instructions for use(IFU), quality control, manufacturing instructions, visual inspection and functional testing of the returned device were conducted during the investigation. One catheter was returned in a used condition. No obvious biomatter was present. The mac-loc was returned in the unlocked position. There was 1 thread visible between the mac-loc and cap. The suture was still intact. The cap was not able to untwisted from the mac-loc. The tubing could not be pulled out or twisted within the cap. No cracks were visible on the proximal assembly. The catheter was clamped with a pair of hemostats in order to pressurize the proximal assembly. Water leaked out of the lock immediately. The mac-loc was then placed in the locked position. A pressure of 7.8psi was applied and water leaked from the cap/tubing connection. Therefore, the failure mode was able to be duplicated. There was no evidence to suggest that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number was not provided, so a review of the work order for non-conformances and a search for similar complaints associated with the same lot number could not be performed. Based on the information provided, the examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.